Manufacturer narrative:
Please refer to system regulatory report: 3004209178-2016-07949 for all additional information regarding this event.

Manufacturer narrative:
Concomitant medical products: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type" implantable neurostimulator. Product ID: 37092, lot# 270800001, implanted: (B)(6) 2011, product type: accessory. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported the patient has had difficulty charging for the past 3-4 months. The patient had lost weight and their skin was loose which was causing the difficulty. They are able to effectively charge but the battery depletes rapidly, approximately every days. Impedances were checked and were 410-666ohms showing no out of range values. Program 1 was at 3.9v, 300us, 50hz and 333 ohms. Program 2 was at 3.8v, 300us, 50hz and 378 ohms. The recharge interval estimated the battery end of life was 7.63 days and the end of life calculated to be 6.39 days. The recharge statistics from the clinician programmer showed the following: 5/8 - duration of 0.1 hours 25% at end of session 5/6 - duration of 2 hours 75% at end of session 5/3 - duration of 1.7 hours 50% at end of session 5/2 - duration of 0.8 hours 25% at end of session 4/29 - duration of 0.6 hours 25% at end of session 4/25 - duration of 0 hours 25% at end of session based on the recharge statistics the depletion appeared to be normal. Based on these statistics the patient had been charging effectively and obtaining full coupling strength during each charging session. The patient was also noted to be receiving effective therapy. They were scheduled to meet with their physician to determine a plan with the possibility of replacing the device with a non-rechargeable battery, however nothing had been planned or scheduled. Additional information received reported that the implantable neurostimulator (ins) had been dead for about 8 months and was being replaced. During the replacement, the lead body came apart when the physician used the bovie at the pocket site and, again, higher up on the lead when attempting to use the bovie again. The lead was replaced and the issue was considered resolved. The patient outcome was alive with no injury.